Event description:
Patient came a few weeks post-op and complained of continued pain in the shoulder. Flouro showed that not only did the clavicle not go to union, but the plate additionally broke at the original fracture line. Evaluating the x-rays, it appears an oblong compression hole was left unfilled over the fracture site and biomechanically that would be the weakest point in the construct.

Manufacturer narrative:
Device not received.